Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware post aquablation therapy the patient¿s apex had been damaged due to the high velocity waterjet treating the patient¿s external sphincter. The patient is now incontinent. Multiple follow-up attempts have been made to obtain additional information; however, to date, no additional information has been received.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution the aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: incontinence or overactive bladder. A root cause of the reported event could not be determined. It was reported that the patient's external sphincter was treated with the waterjet. The patient is now incontinent due to the injury. The treating surgeon reported that at the time of the procedure, no injury was noted. The aquabeam robotic system instructions for use (IFU) lists incontinence as a potential risk of aquablation therapy. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.